Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, d10, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 7mm x 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured along the width of the balloon during an inflation below the rated burst pressure (rbp). The powerflex pro balloon catheter remained in one piece during removal, although it radially burst and separated. Images were provided which show a 360-degree separation of the proximal and distal portions of the balloon; however, the proximal and distal portions of the balloon are still attached to the balloon catheter. A 7mm x 20mm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during dilation of a lesion in the external iliac artery which was heavily calcified. The target site vessel was moderately tortuous with severe calcification. The device was stored and prepped according to the instructions for use (IFU), and there was no difficulty removing any of the sterile packaging components. The contrast to saline ratio was confirmed. No balloon material separated from the catheter and remained in the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, the balloon on a 7mm x 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured along the width of the balloon during an inflation below the rated burst pressure (rbp). The powerflex pro balloon catheter remained in one piece during removal, although it radially burst and separated. Images were provided which show a 360-degree separation of the proximal and distal portions of the balloon; however, the proximal and distal portions of the balloon are still attached to the balloon catheter. A 7mm x 20mm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during dilation of a lesion in the external iliac artery which was heavily calcified. The target site vessel was moderately tortuous with severe calcification. The device was stored and prepped according to the instructions for use (IFU), and there was no difficulty removing any of the sterile packaging components. The contrast to saline ratio was confirmed. No balloon material separated from the catheter and remained in the patient. Two photos were sent in for review. The graphic material shows a pta powerflex pro unit, where the balloon presented a burst condition along with a separation of the component itself. No other anomalies or notable details were observed in the images. The device was then returned for analysis. A non-sterile ¿powerflexpro 7mm2cm 80¿ was received coiled inside of a clear plastic bag. The product was unpacked from the pouch with the purpose of performing the product evaluation. The balloon presents a radial burst that separated it into two parts approximately in the middle. No other outstanding details were observed. Functional analysis could not be performed due to the condition as the device was returned. The balloon separated area was inspected with a vision system observing that the edges presented evidence of elongations and scratches. The elongations and scratches found on the material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The reported ¿balloon burst¿ and subsequent ¿balloon separated¿ were observed via device analysis and by visual picture analysis received. However, the exact cause could not be determined. The device experienced a radial burst and subsequent circumferential separation of the balloon material during inflation. Visual and microscopic evaluation revealed elongations and surface abrasions consistent with tensile overload of the balloon material. These findings suggest that excessive localized mechanical stress likely occurred during use. Given the severe calcification and moderate tortuosity of the treated vessel, it is likely that the challenging vessel conditions and procedural factors contributed to the rupture and separation. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation.¿ the information available, nor the product evaluation, do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note that the initial reporter phone number was not provided and is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 7mm x 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured along the width of the balloon. Images were provided which show a 360-degree separation of the proximal and distal portions of the balloon; however, the proximal and distal portions of the balloon are still attached to the balloon catheter. There were no reported injuries to the patient. This was during dilation of a lesion in the external iliac artery which was heavily calcified. The device will be returned for evaluation.